Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, a patient presented with wide open pulmonary insufficiency (pi) and no gradient. During a transvenous pulmonary valve replacement procedure, the rvot/pulmonary artery (pa) was ballooned with a non-edwards balloon, followed by a sizing balloon. No coronary artery (ca) compression was noted via the root or lca selective angiogram. Final diameters were adequate for a 26mm sapien xt valve. An 18fr. Sheath was inserted in the right ventricle (rv). The sapien xt valve and novaflex+ (nf+) delivery system were advanced through the sheath. As the patient was paced, the valve was deployed in the landing zone mid main pulmonary artery (mpa). Following valve deployment, moderate to severe central pi (cpi) and no paravalvular leak (pvl) was observed via pigtail injection. The wire and pigtail were removed and replaced with a pigtail for a second injection. The pigtail was placed at a different angle within the valve and further away from the leaflets. The second injection showed the same, if not worse central pi. Multiple injections were performed over a 5 minute period of time, all showing cpi. The decision was made to perform a valve-in-valve procedure. A 26mm sapien 3 valve was prepared with an additional 2ml of volume. The sapien 3 valve was deployed 50/50 within the sapien xt valve without pacing. Post valve deployment, no cpi or pvl was observed on injection. The delivery system and sheath were removed. The patient was transported in stable condition. The valves remain implanted in the patient.